Manufacturer narrative:
(B)(4).

Event description:
It was reported "iabc abrasion / rupture. Blood was noted in the gas line tubing with heliumloss alarms.iabc was removed without difficulty, md chose not to reinsert at this time. Patient is stable. No blood was notedreaching the iabp". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Returned for investigation was a 40cc 8fr rediguard intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the ups shipping box and was in a sealed bio-hazard bag. Upon return, the super arrow-flex (saf) sheath was noted on the iabc. The one-way valve was tethered to the short driveline tubing. The supplied 40cc inflation driveline tubing was connected to the short driveline tubing; dried/liquid blood noted within the inflation driveline tubing. The supplied short arterial pressure tubing was connected to the iabc luer. The bladder was fully unwrapped. The hemostasis cuff was noted disconnected from the cathgard. The hemostasis cuff was reconnected to the cathgard without any difficulty; no loose connection was noted. Dried blood was noted on the exterior surfaces of the returned sample. Dried/liquid blood was noted within the helium pathway. No visual damage was noted to the returned sample. The pump alarm strips were also returned with the sample. The returned alarm strips were reviewed. The alarm strips show the "possible helium loss 2" and "high pressure" alarms. The bladder thickness was measured at six points with measurements ranging from 0.0066in-0.0075in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane. Under microscopic inspection, abrasions were observed from approximately 24.5cm to 25.9cm from the iabc distal tip; a full thickness abrasion to the bladder was confirmed at approximately 25.8cm from the iabc distal tip and the appearance are consistent with repeated contact with calcified plaque on the aortic wall. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to re-lease. The reported complaint for the "iabc abrasion / rupture" is confirmed. During investigation, the intra-aortic balloon catheter (iabc) bladder was found with a full thickness abrasion. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. The dam-aged bladder allowed blood to enter the helium pathway and caused the helium loss alarm. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is related to patient condition. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "iabc abrasion / rupture. Blood was noted in the gas line tubing with heliumloss alarms.iabc was removed without difficulty, md chose not to reinsert at this time. Patient is stable. No blood was notedreaching the iabp". No patient injury or consequence reported. The patient's current condition is reported as "fine".